Event description:
Caller reported compact plus blood glucose results of 37 mg/dl and 137 mg/dl mg/dl within 10 minutes. Caller reported another, separate comparison on the same system of lo, which on the system indicates a result in excess of 10 mg/dl, and 107 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.